Manufacturer narrative:
(B)(4). The supplier (B)(4) reports that a review of the part numbers manufacturing procedures and bill of materials was conducted. The tubing used in the identified cannula assembly is manufactured with the 3 channel system to prevent total airflow occlusions when kinked or folded. Additionally the bolo when used can prevent the headset tubing from twisting thus preventing folding and kinks. A review of other teleflex reported complaints show no other similar complaints. The identified complaints came from the same hospital and patient. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "the cannula is folding and cutting oxygen flow." Alleged issue reported as occurred during use. No patient injury or consequence was reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "the cannula is folding and cutting oxygen flow". Alleged issue reported as occurred during use. No patient injury or consequence was reported. Patient condition reported as "fine".